Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump back is duck taped together and experienced high blood glucose level of 333 mg/dl. The customer¿s blood glucose level was 375 mg/dl. The healthcare professional's stated pump was under delivering his insulin. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined troubleshoot for high blood level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify possible under delivery due to detached end cap. The insulin pump was received with severely scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.